Event description:
It was reported that the lemo pin connector on the 9800 system was damaged. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo pin connector was replaced during the svc call. The system was tested, and found to be working as intended, and put back into service.